Manufacturer narrative:
Lot #: b21590. Method: x-rays review, device history review, complaint history review, risk assessment; result: the customer reported event was confirmed based on provided x-rays. Manufacturing records were reviewed and no relevant issues were identified. The product is not available for inspection as it remains implanted. The device is implanted for 3 years. There is significant bone ossification indicating that the patient has fused. Conclusion: the product is not available for inspection hence a definitive root cause cannot be determined.

Event description:
It was reported that; screws broke.

Event description:
It was reported that; screws broke.